Manufacturer narrative:
The customer¿s experience of receiving more hydromorphone than expected was not confirmed. The pcu event log contained no obvious programming errors that would result in the reported event. The pcu event log shows pca s/n (B)(4) was programmed to infuse a pca dose only infusion of hydromorphone standard 0.6mg in 1ml (drugid 205) using a 20ml bd syringe at 1:10 pm on (B)(6) 2019. The concentration was 0.6mg/ml, the pca dose was 0.3mg, the lockout interval was 6 minutes and the max limit was 8mg/4hr. The user then used the pca module to prime the pca tubing and 3.1958ml was recorded as the priming volume. The infusion ran until 2:34 am on (B)(6) 2019 when the device was channeled off. During this period there were a total of 25 pca requests delivered for a total of 12.5ml(7.5mg) and 37 pca requests not delivered due to the lockout interval. Functional testing of the pca and pca dose request cord found no issues with either device. The pca dose request cord was disassembled with not issues found.

Event description:
It was reported that a patient may have received more hydromorphone than expected, and a log review was requested. The pca was set up at 13:15 on the post anesthesia care unit. Upon transfer to a new care unit, the patient¿s cumulative dose of pca was 2.4 mg. The syringe was found to be empty at 20:00, and the nurse changed the syringe at 20:15. The order was for hydromorphone (9 mg/15 ml via a 20 ml syringe) with a pca dose of 0.3 mg with a 6 minute lock out. There were 56 pca dose attempts and 25 doses delivered for a total amount of 7.5 mg medication. Biomed stated that the pca dose cord had been pressed many times, and the patient denied pressing the cord. There were no family visitors, and no nurse-initiated boluses were documented for the time period. The patient was later found unresponsive at 22:03 and narcan was given for resuscitation. Prior to the event, the pca totals were cleared for 8mg in 4hrs. There was no report of patient tampering with the pump or the set. After the event, the sets were discarded. The biomedical investigation of the pca module and dose cord did not identify errors with functional testing of the module and dose cord together. The dose cord failed the binary switch test using service software once, and upon repeating the test, passed testing. Biomed requested an event log review for hourly totals and evaluation of the pca module and dose cord.

Manufacturer narrative:
The event logs have been received, device return is expected, and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Although requested, no patient details: dob, age, gender, weight, or diagnosis were provided. (B)(4).

Event description:
It was reported that a patient may have received more hydromorphone than expected, and a log review was requested. The pca was set up at 13:15 on the post anesthesia care unit. Upon transfer to a new care unit, the patient¿s cumulative dose of pca was 2.4 mg. The syringe was found to be empty at 20:00, and the nurse changed the syringe at 20:15. The order was for hydromorphone (9 mg/15 ml via a 20 ml syringe) with a pca dose of 0.3 mg with a 6 minute lock out. There were 56 pca dose attempts and 25 doses delivered for a total amount of 7.5 mg medication. Biomed stated that the pca dose cord had been pressed many times, and the patient denied pressing the cord. There were no family visitors, and no nurse-initiated boluses were documented for the time period. The patient was later found unresponsive at 22:03 and narcan was given for resuscitation. Prior to the event, the pca totals were cleared for 8mg in 4hrs. There was no report of patient tampering with the pump or the set. After the event, the sets were discarded. The biomedical investigation of the pca module and dose cord did not identify errors with functional testing of the module and dose cord together. The dose cord failed the binary switch test using service software once, and upon repeating the test, passed testing. Biomed requested an event log review for hourly totals and evaluation of the pca module and dose cord.